Manufacturer narrative:
The device, used in treatment, has been returned and evaluated. The visual examination found no defects. The functional assessment established a relationship between the device and failures reported, the device displayed a constant blockage alarm, and the user interface would not function in this state, the device was re-calibrated and passed a full functional test. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failures reported have been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required, however no corrective action is deemed necessary at this time. The investigation, is now complete and root cause was determined to be software failure. In parallel, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the pump did not raise an alarm even though the system was leaking. At that time, the device was also no longer operable and the caregiver could no longer select the menu to check whether the flow measurement was displaying a value. The menu could no longer be selected.